Manufacturer narrative:
No procedure delay or cancellation occurred as a result of the reported event. A steris service technician arrived on-site, inspected the unit, and identified that the seal retainer within the chamber door was not properly attached subsequently causing the reported event. The unit is not under steris contract for maintenance services. The user facility ordered replacement parts, and user facility personnel repaired the unit. The unit was subsequently returned to service. The steris operator manual states on page 1-1, "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Repairs and adjustments performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." No additional issues have been reported.

Event description:
The user facility reported an employee slipped on a water leak from their reliance vision single chamber washer. Medical treatment was sought and administered.